Event description:
Customer plugged power adapter into wall and the transformer housing broke into pieces and the inner circuity of the power adapter were exposed.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Customer was sent a replacement power cord and requested the defective power cord be returned for replacement. The defective power cord has not been received at medela as of (B)(4) 2013. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. In the f/u with the customer, she indicated that there was a breach in the transformer housing. She pumps 1 time a day and plugs in/out the transformer about 1 time a day. She indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.